Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm displayed glucose readings in the 40s mg/dl, while the blood glucose meter showed values exceeding 400 mg/dl. The patient was using an omnipod insulin pump and reported feeling ill with frequent urination. The patient was transported to the ER by his mother. Upon arrival, the cgm continued to indicate ¿low¿ glucose, while the bg meter remained above 400 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with IV insulin and IV dextrose. The patient was discharged after approximately 7.5 hours and was reported to be feeling fine at the time of follow-up. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.